Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. Power was cycled, and the alarm condition was resolved.

Event description:
During routine maintenance, it was noted the unit alarmed for cassette communications failure. There was no report of patient involvement.